Event description:
Damage to the pump's usb port was reported, impacting the customer's ability to charge the pump, although the pump did not shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and instructed the customer on how to place the pump into storage mode before returning it with a prepaid label, which the customer understood and acknowledged. The customer planned to use manual injections as a backup to ensure ongoing insulin delivery.